Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with unknown mentor saline breast implant has experienced left-sided deflation postoperatively. The matter was diagnosed through physical examination. As a result, patient scheduled for removal on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 26, 2022, based on new information received, it was determined that patient did not have mentor implants. Manufacturer¿s reference number: (B)(4).